Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6299846. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
A consumer reported that she had difficulty removing a 31 g x 5 mm bd ultra fine¿ insulin pen needle from her insulin pen and suffered a needle stick injury. The wound bled a little and the consumer put alcohol on it, however she did not seek or receive any medical intervention.